Event description:
It is reported that the pt was revised for dislocation.

Manufacturer narrative:
Info was rec'd from a journal article. Eval summary: a revision surgery was performed approx 10 months after an initial revision tha. A 32 mm longevity liner was explanted during the revision. This particular explanted liner was examined for rim cracks as part of a study and none were found. The text of the article is the only source of info available for review at the time of this complaint. Surgical notes, x-rays or the actual parts were not available for examination. Based on the info provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated.